Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient passed away at home on (B)(6) 2022. The patient fell and struck their head and was noted to have agonal breathing with dilated pupils. The patient was cared for by emergency responders. Initial cardiac resuscitation was undertaken with the lucas device. Unfortunately, the patient experienced what appeared to be terminal arrhythmias including multiple episodes of ventricular tachycardia (vt), requiring shocking from his implantable cardioverter defibrillator (ICD). Despite resuscitation efforts by emergency personnel, the patient went into asystole. Disconnection of the left ventricular assist device (lvad) was recommended, and the patient passed away. It was communicated that the patient's ICD was implanted prior to the lvad though the patient did not report any history of significant arrhythmias prior to lvad implant.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. Heartmate ii lvas, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU, rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events including cardiac arrhythmia, neurologic dysfunction, and death, that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists arrhythmia and neurologic dysfunction as potential late postimplant complications. No further information was provided. The manufacturer is closing the file on this event.